Event description:
It was reported review of a strip indicated a simultaneous signal sensed on both the atrial and ventricular leads. The signal is suggestive of lead noise consistent with crush. The asymptomatic patient was brought to the clinic a couple of days later. Vigorous isometrics and pocket manipulation could not reproduce any of the noise on either lead. There are no suspected sources of electromagnetic interference. A chest x-ray was performed as suggested and the physician is still unsure of the cause of the lead noise. The secure sense setting was turned on and patient will continue to be monitored.